Event description:
New information received notes the patient had experienced syncope. A replacement procedure was not yet confirmed.

Event description:
It was reported that the patient was symptomatic. It was noted that the pacemaker reached the elective replacement indicator (eri) within four years. Premature battery depletion was suspected. The pacemaker was pending explant. The patient was unstable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.